Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Product investigation summary: two (2) pieces of what is likely a 4.0mm cannulated screw (part 207.6xx or 207.7xx) were returned for investigation. The head fragment is 32mm in length while the peeled threads are approximately 45mm in length. The exact part number is unable to be confirmed due to the extensive damage to the screw. It is unknown what caused the complaint condition, but it is possible that the screw was inserted into excessively hard bone, which caused the threads to peel. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing for the device was reviewed with no issues or discrepancies noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of the cannulated screw during an unknown reconstructive foot surgery on (B)(6) 2016, the distal end of the screw unwound and broke off. There was a five (5) minute delay in the surgery as the surgeon removed the deformed screw and the broken fragment and inserted another screw. It was further explained that as the surgeon was placing the screw in the patient's heal; in soft tissue, the screw was not advancing into the bone. The surgeon pulled the screw out after it hit something hard and noted the malformation. The surgeon inserted a shorter screw which was successfully implanted. The surgery was successfully completed with no additional medical intervention required or harm to the patient. This report is 1 of 1 for (B)(4).